Event description:
Pt was hospitalized due to hyperglycemia. It was reported that the pt's blood sugar was nearing 600 which led to the admission. It was reported that the pt had been having trouble with intermittent high blood sugar levels and prior to the incident had been feeling ill. The pt continued to use the device during customers hospitalization. When questioned regarding customers site rotation practices and customer states that customer only uses customers abdomen, when questioned as to whether customers blood sugars come down with site changes customer stated that customer isn't sure. The indicated device was to be returned for eval to ensure that it is functioning correctly and did not contribute to the reported incident, as of the date of this report the device has not been received by the MFR for eval.